Manufacturer narrative:
(B)(4). D10: unk head. G2: foreign: taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the nurse attempted to twist and push the liner into the cup, they would not mate. It was found that the locking ring was not in the correct position. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the shell was returned with the lock ring still retained within the lock ring groove. The lock ring is confirmed to have a correct chamfer orientation. The lock ring is bent/twisted with multiple grooves present on the bottom side. The poly insert has gouges/indentations around the outer diameter and inner diameter. Surfaces with multiple of the 12 slits being enlarged. There are also grooves running around the outer diameter of the insert. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.